Manufacturer narrative:
Follow-up: root cause: failure analysis on the returned data acquisition board and data acquisition to motor controller cable shows that the data acquisition (da) pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.